Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "not working". At the time of the reported event, the customer was unable to perform troubleshooting. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer declined to respond. There was no reported impact to the customer's blood glucose level.